Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that an empty cartridge alarm occurred while the cartridge had remaining insulin. Customer¿s blood glucose was high. Due to empty cartridge alarm resulting in insulin deliveries terminating. Customer delivered a correction bolus via pump to address the issue. Reportedly, the customer replaced the cartridge and continued insulin therapy.